Event description:
Breast mass. Excision and biopsy both. Procedure 1 hr 25 min. Supine position. Lesions were on the back shoulder area, a spot on the left and right. The lesions were noticed more than 24 hrs following surgery. One was described as 3x7 cm. There was no difficulty in cutting or coagulating and no request for increase in power. The ground pad was inspected prior to placement on the pt. There were no alarms after placement of the ground pad at any time during the procedure.